Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet insulin pump exhibited leaking cartridges, became hot to the touch, and intermittently had an unresponsive screen; the device was shut down and a replacement was provided while the user continued glucose monitoring separately. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage related to the seal component, consistent with a moisture-related device problem affecting the seal. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.